Event description:
A caller reported an unknown cartridge alarm that occurred during the loading process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no significant adverse impact. Technical support educated the caller on proper loading techniques, assisted in successfully loading a new cartridge, and resolved the issue. There was no additional information about further actions or outcomes.